Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this patient presented to the emergency room (ER) after a syncopal episode with diaphragmatic stimulation. Health care professional (hcp) was unable to read device data of this cardiac resynchronization therapy pacemaker (crt-p) with a programmer. Boston scientific field representative interrogated device and found that it was in safety mode. There were episodes of oversensing of noise while in unipolar configuration due to safety mode which resulted in pacing inhibition up to eight seconds. It was noted that this patient experienced pain and discomfort. This device was explanted and replaced with a new crt-p. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for full investigation. Later, this product was received at boston scientific and full analysis was performed.

Event description:
It was reported that this patient presented to the emergency room (ER) after a syncopal episode with diaphragmatic stimulation. Health care professional (hcp) was unable to read device data of this cardiac resynchronization therapy pacemaker (crt-p) with a programmer. Boston scientific field representative interrogated device and found that it was in safety mode. There were episodes of oversensing of noise while in unipolar configuration due to safety mode which resulted in pacing inhibition up to eight seconds. It was noted that this patient experienced pain and discomfort. This device was explanted and replaced with a new crt-p. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for full investigation.